Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported patient was just implanted (B)(6)2019 and has sciatic pain even when stimulation is turned off. Patient is in a lot of pain the rep ran impedance check, but it was fine. The implant battery was turned off. The issue was not resolved at the time of the report. On (B)(6) 2019 the rep learned from the hcp that the device had been explanted. Rep did not know device status. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported patient was just implanted (B)(6) 2019 and has sciatic pain even when stimulation is turned off. Patient is in a lot of pain the rep ran impedance check, but it was fine. The implant battery was turned off. The issue was not resolved at the time of the report. On (B)(6) 2019 the rep asked to speak to medical affairs department about patient with sciatic pain after implant, and was transferred so that hcp could be provided information. Stimulation has been turned off, and symptoms are getting better. On (B)(6) 2019, the rep learned from the hcp that the device had been explanted. Rep did not know device status. No further complications were reported or are anticipated.

Event description:
Additional information was received from the hcp via the rep: the hcp discarded the device. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on another call: patient states that she got the device removed because it was causing her pain. Caller states that the device was working well for her until she has another procedure on (B)(6) 2019 (that other procedure was not specified). Caller states that something from that procedure caused the pain so the hcp just wanted to remove the device. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: the sciatic pain was first observed shortly after the implant was completed. It was not determined whether the sciatic pain was related to device/therapy or if there were underlying contributing factors. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on another call: patient states that she got the device removed because it was causing her pain. Caller states that the device was working well for her until she has another procedure on (B)(6) 2019 (that other procedure was not specified). Caller states that something from that procedure caused the pain so the hcp just wanted to remove the device. No further complications were reported or are anticipated.